Event description:
Literature was reviewed regarding the association of renal regional tissue oxygen saturation and post-procedural acute kidney injury following transcatheter aortic valve implantation (tavi). The study population included 64 patients who were predominantly female with a mean age of 82.3 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut r or evolut pro bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: acute kidney injury (aki), stroke with neurologic deficit, and myocardial infarction. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: hoo seung lee et al. Association of renal regional tissue oxygen saturation and post-procedural acute kidney injury following transcatheter aortic valve implantation. J clin monit comput. 2025 dec;39(6):1203-1213. Doi: 10.1007/s10877-025-01339-2. Epub 2025 aug 13. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.